Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suffered from a trauma on (B)(6) 2018, and had swelling at the implant site for 2 days after the fall, which has been subsidized with the medication. The hearing performance of the child has been reduced since the trauma.

Manufacturer narrative:
Additional information: based on received information, a post-traumatic increase in ground path impedance (gpi) was observed. After a period of time, the recipient was able to use and benefit from the implant system again. Observed increase in gpi might be related to trauma inflicted damage or to a physiological issue, e.g. Air pocket over the reference electrode. A device investigation would be necessary to determine a root cause. However, the device remains implanted and in use.

Event description:
The recipient suffered from a trauma on (B)(6) 2018 and had swelling at the implant site for 2 days after the fall which has subsidized with medication. The hearing performance of the child has been reduced since the trauma. In situ measurements show all channels within normal limits, but the ground path impedance (gpi) is high (9.54). The child has not had a cold recently and after wearing a tight compression bandage for 12-13 days, the gpi was still high. The recipient has resumed using the device, observing a hearing performance as good as before the trauma.